Manufacturer narrative:
The investigation was completed. No product was returned. The root cause of the delivery anatomy issue was most likely patient condition related.

Event description:
The complainant reported that the impella 5.5 insertion was aborted due to the 81-year-old female patient's anatomy. The impella 5.5 was unable to be advanced. It was noted that there was a high degree of calcification of all arteries, and it was impossible to use extracorporeal membrane oxygenation (ECMO). There was no reported patient harm or injury.